Manufacturer narrative:
Date of report received: 10 jun 2019. MFR received date: 30 apr 2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the power management board. The customer reported that the power management board was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that the unit has a blank screen. The fan still runs constantly even when the unit is unplugged. There was no patient involvement.